Event description:
It was reported that the user experienced a sensor scan error while using their continuous glucose sensor, after which a rescan was performed and activation was successful, and the user was instructed to call back if readings or warm-up did not appear within thirty minutes. Symptoms included no physiological symptoms. Outcomes included no impact to health and no hospitalization. Investigation included customer support troubleshooting and user education. Investigation of this case revealed a transient scan or activation issue with the sensor that resolved after guided rescan, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that user-interface or use-related factors were the most probable cause.